Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on 30-jul-2024 patient got ifb alarm and insulin is greater than normal resistance and insulin flow slowly through tubing. No further information available.